Event description:
It was reported that the power plug was broken off, which could possibly lead to exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.